Event description:
It was reported that multiple cartridge alarm 1's occurred during basal deliveries. A new cartridge was successfully loaded to address the event. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation. Device not returned.